Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor valve was chosen for implant with a small flexnav delivery system. Post deployment of the valve, moderate paravalvular leak was detected. A decision was made to perform a post-implant balloon aortic valvuloplasty (post-bav). After post-bav, valve pop-out occurred. The 25 mm navitor valve was pulled back to the ascending aorta and a second new 25 mm navitor valve with a new small flexnav delivery system was selected for implant. During placement of the second 25 mm navitor valve, a left ventricular perforation occurred due to the safari left ventricle wire. Pericardial effusion accumulated, resulting in decreased blood pressure. An aortography did report any dissection from the ascending aorta to the arch or annulus, but left ventricular rupture was observed. A decision was made to perform surgical intervention for hemostasis, and an impella was implanted, however, hemostasis could not be achieved. Patient received 24 units of blood transfusion during surgical intervention. It was reported patient passed away the same night. The cause of death was noted as hemorrhagic death.